Manufacturer narrative:
(B)(4). Vyaire has received the compressor and it is currently awaiting investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the compressor on the avea ventilator was experiencing issues. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: g4, g7, h2, h3, h6, h10. Results on onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the compressor. The fsr performed the operational verification procedure (ovp) and user verification test (uvt). The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported issue was isolated to the bearings which seized onto the shaft creating corrosion inside the crankshaft assembly, the bearings and the motor brushless housing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.